Manufacturer narrative:
Conclusion: infarction and edema are associated with the progression of stroke disease. Therefore, it was determined that the reported event was an anticipated complication of the disease. The info in this report was collected during the review of stroke cases for a (B)(6) (retrostart). The info available regarding this event is limited to the procedural reports provided by the hosp.

Event description:
Pt was treated on (B)(6), 2010 and f/u CT scans on (B)(6), 2010 revealed a media infarction with low grade space occupying effect. This event was reported by the site to have an uncertain relationship to the penumbra system and angiographic procedure. Mannitol was prophylactically given to prevent edema. The event was not serious and resolved (B)(6), 2010.